Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp) because the device was not functioning due to fluid loss. All the components were removed and replaced with a new ipp. There were no patient complications in relation to this event. No more information is available, should relevant information will be provided if it becomes available.